Manufacturer narrative:
This report is submitted on december 30, 2021.

Event description:
Per the clinic, the patient experienced swelling at the implant site as well as having issues due to the shape of his skull resulting in the processor not lying flat. The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.